Event description:
It was reported that the device had intermittent hand activation when a request is made. They used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.